Manufacturer narrative:
On october 26, 2023, mentor was notified that the patient was scheduled for breast implant removal on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 02, 2024, mentor completed a reevaluation of the device as the authorization form for examination was received. Mentor conducted and microscopic examination. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor was notified that the patient underwent bilateral replacement with 350cc (left-sided) and 375cc (right-sided) mentor memorygel breast implants during the removal surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2023, the mentor analysis lab received the suspect medical device for evaluation. On january 02, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. As the authorization form for examination was not received the product evaluation was limited to non-destructive testing. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reportedly fell on a staircase. Afterwards, she was diagnosed with a ruptured right breast implant using computerized tomography imaging. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.